Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed a separation between the "y" junction and the tubing. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set broke off during a CT scan which resulted in a blood leak. There was no report of patient injury or medical intervention associated with this event.